Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water supply insufficient, black rubber material in the nozzle due to incorrect reprocessing, and angle reduced. The event occurred after a gastroscope diagnostic procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water supply insufficient, angles were insufficient, bending cover was aged, objective lens was scratched, and angles tight. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.